Event description:
Revision occurred approximately 7 days after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to instability of the joint. A 40 mm + 3 135/145 humeral stability cup was explanted. This item was replaced with a 40 mm + 9 135/145 humeral stability cup.

Manufacturer narrative:
Revision occurred after 7 days due to joint instability. No actual, implied, or suspect link to fx product.